Event description:
Procedure type: unk. According to the reporter: after stapling, it was impossible to remove the device as it did not cut. The instrument was removed without the anvil and the digestive tract was observed damaged. The surgeon resected the anastomosis and the anvil was removed through the abdomen. The surgery was extended an hr an a half. No further pt or procedure details have been obtained.

Manufacturer narrative:
Initial report sent: 02/15/2008.